Event description:
It was reported that the presented in the emergency room after hearing the patient alert. The event log showed atrial impedance "not taken" message. The atrial lead alert was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.